Event description:
Additional information received stated that the device was not inspected for damage prior to use. Related to (B)(4)- when physician put the stent into patient, the introducer was stuck on the stent. When physician put the stent into patient, the introducer was stuck on the stent. Finally, he removed stent and replaced new device to finish the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2008244 of oacl-7-9 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 27 jul 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: stent, introducer and positioning sleeve returned, crumpling noted on the body of the introducer. Encrustation observed on the stent. The leur lock cannot be disconnected from the introducer. Functional inspection: crumpling measured 3.4cm from the hub. This file was opened from the original complaint (B)(4) and investigates the user error of the oacl-7-9 device not being inspected from damage prior to use. Manufacturing records: prior to distribution all oacl-7-9 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for oacl-7-9 of lot number c2008244 did not reveal any discrepancies that could have contributed to this complaint issue. A nc (non-conformance) was noted in production for the distance of the bands not conforming to spec but this did not contribute to the reported issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Instructions for use and label: the instructions for use, (ifu0096) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest the customer did not follow the instructions for use. (Ifu0096) image review: an image was received confirming the device in the original packaging. Root cause analysis: a definitive root cause could be attributed to user error and the failure to inspect the device for damage prior to use. As per the additional information supplied, the answer to q.7, was the device at the centre of the complaint inspected for damage prior to use?, stated 'no'. This contravenes the notes section of the IFU which calls for the user to inspect the device prior to using it. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user error: device not inspected for damage prior to use confirmed quantity of 1 device, confirmed used. According to the initial report, the patient outcome is unknown. Investigation findings conclude that a definitive root cause could be attributed to user error and the failure to inspect the device for damage prior to use. As per the additional information supplied, the answer to q.7, was the device at the centre of the complaint inspected for damage prior to use?, stated 'no'. This contravenes the notes section of the IFU which calls for the user to inspect the device prior to using it.

Event description:
A supplemental report is being submitted due to completion of the investigation on 31-jul-2024.